Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and the patient experienced cerebral infarction. Cerebral infarction was revealed by magnetic resonance imaging (MRI) images the day after the procedure. The MRI scan was taken as scheduled, not because the patient had symptoms. The patient had no symptoms and was diagnosed with asymptomatic cerebral infarction. The neurosurgery department was consulted and commented that the patient was asymptomatic at the moment and that there would be no problem. The size of the cerebral infarction is around 2-3 cm, which is not small. No intervention provided. The patient was discharged from the hospital on schedule. No adverse prognosis because of asymptomatic cerebral infarction. Physician's comment about the relationship between the event and the product was that although there had been cases of cerebral infarction in previous af treatments, he felt that this lesion size was a little large. After the approach into left atrium, the catheters were replaced several times with octaray and varipulse, which might be the reason. Additional ablation of the ablation site, which did not meet tpi (tissue proximity indication), could also be the cause. Careful treatment, including wf, is needed in the future. There was no evidence of char / thrombus / clot during the procedure. There were no excessive intracardiac microbubbles or excessive impedance errors noted. Activated clotting time (act) was over 350.